Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager required realignment. The field service engineer (fse) confirmed that the remote manager had been failing per the customer report. The fse opened the side panel and found that a piece of a hospital gown was jammed in the latch. The obstruction was removed, the spade connectors were crimped, and the latch was cleaned and lubricated with carbon grease. The customer tested the door, and proper operation was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager needed to realign, the door intermittently failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.